Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 337 mg/dl. The customer was treated with the insulin pump 3.3 units and gave a shot of 3 units. Patient does feel okay to troubleshoot. The customer was able to prime the insulin pump successfully and advised to call back for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.